Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the 511sd shield would not activate. The red button was non-functional. Pulled an additional 511sd to make punctures. There was no consequence to the pt.